Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a hematoma due to a potential closure complication. However, the exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor followed the standard practice for deploying the involved angio-seal device. After visualizing the black marker above the top of the tamp tube, it was noticed that there was some leakage from the puncture site. Once the suture was cut, surface of the skin was cleaned up, no more bleeding occurred from the puncture site. However, a hematoma formed under the skin. Pressure was held for 20 minutes. Good distal blood flow was confirmed with a doppler on the at and felt confident that the bleeding had stopped. The patient was kept overnight for observation and did well in recovery. Estimated blood loss was less than 250 ccs. Patient condition was stable. Procedure outcome was successful. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 08 aug 2023: procedure for the patient prior to the angio-seal closure device being used was a peripheral intervention, including atherectomy and angioplasty. A 6 fr procedure sheath size was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. All access related insertions/removals were unremarkable. Access was gained using ultrasound and a micro puncture technique. A pre-deployment angiogram was performed. No additional devices or equipment were used with the angio-seal. It was placed using the guidewire in the angio-seal packaging. Multiple sticks were not performed to gain arterial access. No, the posterior wall of the artery was not punctured.